Manufacturer narrative:
Manufacturer reference number 2916596-2022-15462 (known thrombus). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been experiencing low flow alarms starting on (B)(6) 2023 and was hospitalized. The patient had a known thrombus. The log file revealed multiple low flows. The volume and blood pressure have been addressed, but the patient continued to have low flow alarms. A computed tomography angiography revealed 50% stenosis in the outflow graft.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus and an outflow graft stenosis cannot be confirmed. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted log file captured low flow alarms throughout the log file when the estimated flow decreased below 2.5 lpm, to as low as 2.3 lpm. No other notable events or alarms were captured. The pump appeared to function as intended and operated above the lsl for the duration of the file. An additional log file was submitted which captured the continuing low flow alarms. Multiple attempts for additional information were sent to the customer and no further detail was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 1, also provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures", also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. The heartmate ii lvas patient handbook is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.